Manufacturer narrative:
Remove MDR codes 3221, 4114, 67

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge alarms occurred during insulin delivery with multiple cartridges. There was no adverse impact to the customer's blood glucose level. Customer declined to give further information regarding a back up insulin therapy or further troubleshooting.